Event description:
The sales rep reported a knee revision surgery due to pt experiencing flexion contraction and had a hematoma. The surgeon removed and replaced the tibial insert and retaining bolt - replacing an 11mm insert with a 10mm insert. The original implant surgery was on (B)(6) 2013 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Eval summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg records was performed. All implant lot records were reviewed and there were no deviations from process or non-conformity of product reported that would result in pt's flexion contraction.